Event description:
On (B)(6) 2017, patient for an image guided right frontal craniotomy for resection of metastatic tumor. Operating room staff noted a defective 58 attachment for maestro drill, #5400-210-50 maestro straight m attachment, made by stryker. Attachment immediately replaced with another #58 attachment. Defective instrument removed from instrument tray, bagged, and labeled need for repair. Supervisor of central sterile immediately notified and went to the operating room. Item pulled and given to sales rep. Instrument not used on the patient. No harm to patient; no delay in patient care.